Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4) this spontaneous case, reported by a consumer, who contacted the company with a product complaint and reporting adverse event, concerns a chinese female patient of unknown age. The patient did not have any medical history, previous medication adverse reaction and family medication reaction. There was no concomitant medication. The patient received human insulin (rdna origin) 30% regular, 70% nph (humulin 70/30), 16 in the morning and 14 at night (units not provided), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2010. It was reported that in (B)(6) 2015, the unknown eli-lilly injection pen used since 2010 to administer human insulin 30% regular, 70% nph described as blue, plastic material (as reported) (lot: unknown/(B)(4)) had an injection button that could not be pressed down. On (B)(6) 2016, approximately six years after the beginning of human insulin 30% regular, 70% nph treatment via unknown eli-lilly injection pen, the patient was hospitalized to regulate the blood glucose (as reported). On (B)(6) 2016, the patient replaced a new eli-lilly injection pen in hospital. No other information was provided regarding corrective treatment. At the time of the initial report the patient was still hospitalized. The outcome for this event was unknown. At the time of the initial report the human insulin 30% regular, 70% nph treatment was continued. It was unknown who operated the device and if the operator was trained. It was unknown for how long the patient had used this device model. The reported suspect device had been used since 2010 until (B)(6) 2016. The return status of the device was unknown. If device is returned, evaluation will be performed. The consumer reporter did not know if the event was related to human insulin 30% regular, 70% nph treatment. No other relatedness opinion was provided. Update 18feb2016: upon review, the case was opened to update the medwatch fields for regulatory reporting. The complaint number was added to the narrative.

Manufacturer narrative:
New updated and corrected information is referenced within the update statements. Please refer to statement dated (B)(6 )2016. No further follow up is planned. Evaluation summary: a female patient reported that the injection button of her humapen device could not be pushed down. She experienced abnormal blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient reported she started using her humapen device in 2010. While the exact device model was not reported, it was likely a humapen ergo ii based on product available in (B)(6) at that time. The humapen ergo ii user manual states the device was designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the complaint of abnormal blood glucose levels.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company with a product complaint and reporting adverse event, concerns a (B)(6) female patient of unknown age. The patient did not have any medical history, previous medication adverse reaction and family medication reaction. There was no concomitant medication. The patient received human insulin (rdna origin) 30% regular, 70% nph (humulin 70/30), 16 in the morning and 14 at night (units not provided), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2010. It was reported that in (B)(6) 2015, the unknown eli-lilly injection pen used since 2010 to administer human insulin 30% regular, 70% nph described as blue, plastic material (as reported) (lot: unknown/(B)(4)) had an injection button that could not be pressed down. On (B)(6) 2016, approximately six years after the beginning of human insulin 30% regular, 70% nph treatment via unknown eli-lilly injection pen, the patient was hospitalized to regulate the blood glucose (as reported). On (B)(6) 2016, the patient replaced a new eli-lilly injection pen in hospital. No other information was provided regarding corrective treatment. At the time of the initial report the patient was still hospitalized. The outcome for this event was unknown. At the time of the initial report the human insulin 30% regular, 70% nph treatment was continued. It was unknown who operated the device and if the operator was trained. It was unknown for how long the patient had used this device model. The reported suspect device had been used since 2010 until (B)(6) 2016. The device was not returned. The consumer reporter did not know if the event was related to human insulin 30% regular, 70% nph treatment. No other relatedness opinion was provided. Update 18feb2016: upon review, the case was opened to update the medwatch fields for regulatory reporting. The complaint number was added to the narrative. Update 14mar2016: additional information received on 14mar2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.